Event description:
It was reported that a cartridge alarm (alarm 1) occurred during bolus delivery. The customer's blood glucose level ranged from 221-222 mg/dl. Reportedly, the customer loaded a new cartridge to resolve the issue.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.